Event description:
It was reported that the one day post implant, the pulse generator could not be interrogated. Attempts were made with various programmers.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.